Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis and risk assessment. Results: visual inspection: the threaded tip of the returned reflex-hybrid screw extractor inner shaft was confirmed to be broken. Mfg record review: no discrepancies noted. (B)(4). The investigations into past complaints concluded that the failures were the result of user-error. Risk assessment: there was no pt involved in the reported event. The reflex-hybrid screw extractor inner shaft is made of implant grade biocompatible stainless steel to mitigate the risk of broken tips remaining inside the pt should the device break during surgery. Conclusion: the most likely cause of the tip damage is user-error. The surgical technique details that while the reflex-hybrid screw extractor is attached to the screw, pivoting or angulation of the instrument should be avoided, as it can cause bending or breakage of the inner shaft.

Event description:
During reflex hybrid workshop, when having tried to remove the screw from the model bone, the tip of driver inner shaft broke. The broken tip of inner shaft remained into the screw of sample.